Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hex head screw driver tip is very dull and worn down. The surgeon had difficulty screwing in the trial because of this and requests for it to be replaced. No surgical delay.